Manufacturer narrative:
The customer indicated the use of a cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported associated products can not be used with this lens model. These may have been reported in error. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned. Viscoelastic is dried on the lens. The anterior optic is scratched. The lens was cleaned with lphse. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported associated products can not be used with this lens model. These may have been reported in error. The root cause for the lens dislocation could not be determined. The lens dimensions are acceptable (plan view) using an approved template. It was reported that the reported lens was replaced with a similar lens. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was removed due to lens dislocation. Additional information was requested.